Event description:
Verbatim: the complainants report pieces of stopper observed in vials after the bd filter needle pierce the stopper. Material: 305211. Batch#: 4031348.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(6) follow up for device evaluation. A report was received indicating stopper coring. To support the investigation, two samples in sealed blister packaging and three photographs were submitted for evaluation by the quality team. A visual inspection of the samples was conducted, and no defects or imperfections were observed. The needle tip was examined under 30x magnification, revealing no signs of damage, defective grinding, or hooks. The bevels and etching were found to be within acceptable standards. The submitted photographs depicted the bottom portion of a needle assembly, a needle assembly inserted into a stoppered vial, and a gray particle. No additional information could be determined from the images. A device history record (DHR) review was completed for material number 305211, lot 4031348. The review confirmed that no quality issues were identified during the production of this lot that could have contributed to the reported condition. Additionally, there were no related quality notifications. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the returned samples, the reported issue could not be confirmed.

Manufacturer narrative:
(B)(4). Updated follow up for device evaluation. A report was received indicating stopper coring. To support the investigation, two samples in sealed blister packaging were submitted for evaluation by the quality team. A visual inspection of the samples was conducted, and no defects or imperfections were observed. The needle tip was examined under 30x magnification, revealing no signs of damage, defective grinding, or hooks. The bevels and etching were found to be within acceptable standards. A device history record (DHR) review was completed for material number 305211, lot 4031348. The review confirmed that no quality issues were identified during the production of this lot that could have contributed to the reported condition. Additionally, there were no related quality notifications. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the returned samples, the reported issue could not be confirmed.